Event description:
The hearing aid (h/a) dispenser reported that the flex tip hearing aid shell option came detached and remained in the user's ear. The user went to physician to have the flex tip removed. There was no reported injury to user's ear.